Event description:
It was reported that during a surgical procedure at the user facility, the device caught fire at the plug. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device caught fire at the plug. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated by a manufacturer field service technician at the user facility. Upon inspection, the power cord was found to be missing a prong. The root cause could have been due to either the plug on the rover being damaged or the hospital¿s outlet being damaged.